Manufacturer narrative:
Explant date is not applicable as the device was not implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products identified that the lot numbers etched on the bearings does not match with the lot numbers on the labels and packaging. The root cause of the reported issue is attributed to packaging and labeling deficiency as the product was co-mingled during the sterile packaging operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cruciate retaining lipped tibial bearing, cat#: 183442 lot#: 388680. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06525, 0001825034-2017-06526.

Event description:
It was reported that the product contained in the packaging was not the same size product identified on the packaging label. This was first noticed during surgery. Attempts have been made and no further information has been provided.